Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was reported that the cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a (B)(6) study regarding a (B)(6) year-old, female patient who was receiving fentanyl 2000mcg/ml at 975.3 mcg/day and bupivacaine 20mg/ml at 9.753 mg/day via an implantable pump for spinal pain. On (B)(6) 2015, the staff had difficulty filling the patient&#38112;pump. Fluoroscopy showed that the pump had flipped in the pocket. A plan was made to revise the pump. On (B)(6) 2015, the pump was repositioned and the event resolved without sequelae. The event was reported as related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.